Event description:
It was reported that 2 smartsite¿ extension set came apart. The following information was provided by the initial reporter: near end of blue glove is the portion that came apart in two diff patients.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation: a complaint of a set coming apart was received from the customer. A photo of the material and lot number was provided by the customer. The defect could not be confirmed. A device history record review for model 20350e lot number 22039193 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 14mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. As a physical sample was not returned, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.